Event description:
The hcp reported that at pump replacement "they never bolus filled the pump tubing or the spinal catheter". The pt had "difficulties with withdrawal postoperatively (postop)". The first day postop, the pt experienced increased spasticity, tachycardia and diaphoresis. A catheter dye study was performed; no migration, disconnect, kink or disruption of the catheter was noted. The catheter tip was at the t7-8 level. Adjustments, including bridge bolusing, single bolus and daily dose increases were made. The pt has continued to struggle with symptoms including variability in weakness and tone, noted to be differing in upper and lower extremities, urinary retention tingling, cough, twitching in arm and remains at a lower level of function than prior to replacement. The pt was hospitalized briefly for monitoring of functional activities and consideration of dosing and/or the addition of botox. The hcp was considering add'l troubleshooting and possible revision of the catheter. Approximately three months post replacement surgery, the pt's mother reported that the pt (her son) has had a difficult time since the replacement surgery. Prior to the replacement, the pt was much more independent - he was able to help with transfers from his wheelchair, feed and dress himself. Currently, he was experiencing spasms in his left arm and leg. She reported the hcp had been titrating his dose, but the pt had not been able to reach the level he was at prior to pump replacement. The pt had been receiving occupational and physical therapy three times per week. Approximately four months post replacement surgery, the hcp further reported that the pt was still tight when transferring and had no hand function. He was also having some spasms at night and went into extensor flexion when supine. Dose titration was continuing. In 2007, a spiral computed axial tomography scan (CT scan) was done to assess the catheter and nothing abnormal was found; it showed good glow and disbursement within the intrathecal canal. The pump reservoir volumes had been checked and had been accurate. The pt appeared to be doing somewhat better; however, his therapeutic response was noticeably different based on his posturing. The hcp planned to continue dose titration and to further assess the pt situation and determine if add'l troubleshooting would be done. Prior to surgery, the pt had been receiving lioresal (2000 mcg/ml) at a rate of 237.6 mcg per day. Postop the pt was dropped to 120 mcg/day; concentration 2000 mcg/ml. The pt's current dose, as of two days later, is lioresal (500 mcg/ml) at a rate of 170.29 mcg/ml. See manufacturer's report number: 6000030200702688.